Event description:
It was reported that catheter removal difficulty was encountered. The patient presented for a fistulagram. After a guide wire crossed the lesion, a 7.0 x 60, 40cm mustang balloon catheter was advanced for dilatation. However, after inflation, there was difficulty removal of the balloon, and when attempted to reinsert through a non-bsc sheath for another inflation, it would not go back. No additional inflation was performed and the procedure was completed. There were no patient complications nor injuries reported.